Manufacturer narrative:
Should have been selected as product problem. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of peripheral neuropathy and spinal pain. It was reported that the patient had difficulty connecting to their implant with the programmer. The patient reported having to recharge every other day. The patient stated that this had been going on for a good 6-8 months. The patient stated that they notified the rep 6 months prior. The patient further by saying that they are charging too frequently. The patient stated that they are unsure if they increased their parameters. The patient charged to 100%. The patient was redirected to their healthcare provider (hcp) to check recharging history. The patient was to call back regarding the programmer issue while repair was open. No symptoms were reported. No further complications were reported or anticipated.